Event description:
It was reported that the minicap transfer set separated from a non-baxter adapter while trying to connect to a homechoice (hc) machine. The transfer set had been in use for seven days and was connected to a plastic non-baxter adapter which did not appear to have any damage. The home patient (hp) was not aware of anything that might have caused the disconnection. A solution containing 1 mg of "octenidinhydrochloride" and 20mg phenoxyethanol was used to clean the transfer set. After the disconnection, a new transfer set was put in place. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was reported to be available but has not yet been received. A review of all batch record documents was performed for lot number h12g26022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a supplemental report will be submitted.